Event description:
It was reported that the devices were used during a hiatus hernia repair, the ratchet button broke and the device's handle split up open. There was no adverse consequence to the patient. The case was finished using a fourth device.